Event description:
It was reported by the customer that during a breast biopsy their probe was noisy and would not close. The customer tried adjusting the probe but was unsuccessful. They changed probes and completed the case with no consequence to the pt. Device to be returned.